Event description:
It was reported that the needle deployed the cannula early indicating that there was a needle mechanism failure.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. The received device had the cannula assembly fully deployed and formed needle fully retracted. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle deploying early. The download data showed that the pod completed both priming sequences with an expected number of pulses, ran for 1593 pulses and delivered several boluses before being deactivated by the user.